Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type extension product ID b3400060, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the device was at normal end of life. Analysis of the extension (s/n: (B)(6)) revealed the body insulation was cut through, lead was segmented 4.9cm from the distal end. The outer insulation was separated at the tube overlap joint 8.4cm from the proximal end. Analysis of the extension (s/n: (B)(6)) revealed the body insulation was cut through, lead was segmented 4.5cm from the distal end and 8.5cm from the proximal end. The outer insulation was separated at the tube overlap joint 8.4cm from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2024 brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023-; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the extension was frayed, the outer white covering was gone entirely off the extension, and a bare wire was exposed. The rep said the patient had an ins replacement today due to eri, and when they started the battery replacement, the physician claimed to see a fray at the end of one of the extensions; this occurred while removing the tissue from around the extensions (scar tissue). The doctor claimed they never touched the extension with forceps that they were using as they did not use a bovie or scalpel to remove the scar tissue. They used a 'mosquito' (forceps). The rep did not know which lot number of extension the frayed extension was at the time of the call. The doctor ended up replacing both extensions.